Event description:
Ous MDR - it was reported that approx. 44 months after the implantation the device could not be interrogated. During the revision artifacts and fluctuating sensing were noted. The rv lead (linox smart) was abandoned and a new one was implanted.

Manufacturer narrative:
After its receipt, the ICD was first visually inspected. A spot of locally melted titanium was detected during the inspection. In a next step, the ICD underwent an electrical check. Matching the clinical observation, an interrogation of the ICD was not possible. Based on these results, it can be assumed that a shock delivery into an external low-ohmic shock path led to the observed sparkover traces and to damage to the electronic module, as a consequence of which the ICD could no longer be interrogated. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation, which leads to a low-ohmic contact of the high-voltage conductors. The manufacturing process of the ICD was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error.